Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to prime the infusion set; air bubbles were observed in the cartridge pigtail. Customer changed the cartridge and infusion set. Customer's blood glucose was 218 mg/dl.